Event description:
The physician informed cpi that this pulse generator was exhibiting intermittent output. An invasive procedure was performed. The physician stated that he found no problems with the pulse generator (pg), the cpi model lead or the pg/lead connection. The physician stated tht he did notice a slight bend in the insulation of the lead, but there was no apparent wire break. The physician also stated that the output problem appears to have corrected itself and the pg and lead remain implanted. Implanted 10/14/92. Remains implantedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.